Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The received technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The patient death was not related to the reported issue. The root cause for the reported issue could not be determined.

Event description:
It was reported that while a dead patient was having apnea test performed for organ procurement, spontaneous breathing was noted despite the fact that physician declared brain death criteria being met. After ventilator replacement, the patient remained apneic. Manufacturer's ref. #: (B)(4).